Manufacturer narrative:
A customer from (B)(6) , alleged that a clinician questioned a positive result generated with cobas® sars-cov-2 qualitative assay for use on the cobas® 6800/8800 systems lot g06568 because the patient did not show any clinical symptoms. No harm is alleged in the case. The sample was not retested or verified with another platform, and the run generated a valid result with no flags. Based on the totality of the information provided, there is no evidence of product malfunction. The alleged sample generated a valid result, therefore, the assay is working as intended. It is likely the patient was asymptomatic or pre-symptomatic. (B)(4).

Event description:
The agency has clarified its expectation that manufacturers of emergency use authorization (eua) products for sars-cov-2 diagnostic tests report allegations of false positive or false negative results independent of harm or malfunction or off-label use beyond 803¿s reasonably suggests requirements. Accordingly, we have performed a retrospective review of cases to determine whether to report any additional cases. A customer from (B)(6), alleged that a clinician questioned a positive result generated with cobas® sars-cov-2 qualitative assay for use on the cobas® 6800/8800 systems lot g06568 because the patient did not show any clinical symptoms. No harm is alleged in the case. The sample was a nasopharyngeal sample collected in copan utm. The sample was not retested or verified with another platform, and the run generated a valid result with no flags. Based on the CT values and a robust growth curve, it appears to be a true positive sample. The roche controls contained in the alleged run were reviewed and they were found to be in line with release data. Note, there are instances of patients testing positive for covid-19 using nucleic acid testing but are asymptomatic. There are many scientific journal articles available presenting evidence of this. The following stated was taken from the eid journal, volume 26, number 7 on the cdc website: recent epidemiologic, virologic, and modeling reports support the possibility of severe acute respiratory syndrome coronavirus 2 (sars-cov-2) transmission from persons who are pre-symptomatic (sars-cov-2 detected before symptom onset) or asymptomatic (sars-cov-2 detected but symptoms never develop). Based on the totality of the information provided, there is no evidence of product malfunction. The alleged sample generated a valid result, therefore, the assay is working as intended. It is likely the patient was asymptomatic or pre-symptomatic as described in the cdc statement above.